Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2009, the lay-user/patient contacted lifescan alleging that a one touch ping meter had a display issue. The patient claimed that a line was appearing through the display. Twenty minutes after the alleged issue began, the patient claimed that she developed symptoms of being crabby. The patient denied receiving treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the unresolved display issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of crabbiness does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. The meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.